Event description:
The representative reported the pump had gone into safe state mode for a second time within a week. The pump had been programmed out of the first safe mode one week before; safe mode indicated therapy delivered at a minimum infusion rate. The pump status was noticed when the patient attempted to activate bolus doses and received error codes for "dose activation disabled" and "critical alarm code." No patient symptoms or audible alarms were reported; specific device and drug information, infusion programming and event logs were requested, but were not available. The device remains implanted. Additional information has been requested.